Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, on (B)(6) 2021, 6 months post tka surgery, patient experienced avulsion fracture of posterior cruciate ligament. Avulsion occurred between 6 weeks and 6 months postoperative, as preoperative and until 6 weeks postoperative knee was reviewed as stable with a intact pcl. The patient was hospitalized for a revision of the knee prosthesis on (B)(6) 2022 to posterior stabilized design and is still recovering. No further information is available.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision/conversion to a ps design was performed approximately 8 months post tka due to a posterior cruciate ligament avulsion fracture in the study patient (#013 of the challenge cr iis 632 study). Reportedly, the ¿knee was reviewed as stable with an intact pcl¿ at 6-weeks post-op; therefore, the sae/¿avulsion occurred between 6 weeks and 6 months¿ post tka when diagnosed (17-nov-2021). The requested clinical information has not been provided as the date of this medical investigation and it is unknown if the patient experienced a traumatic event. Without the requested clinical information/documentation, the root cause of the reported pcl avulsion fracture could not be further assessed. The patient impact beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.